Event description:
It was reported that the device was explanted after implant duration of approximately 0.03 months. (Through follow-up with the health-care provider), it was learned that the device was explanted due to a "residual leak probably due to wrong sizing of the ring. Decided to take back the patient next day, smaller ring implanted."

Event description:
Customer reported receiving erratic readings on his freestyle lite blood glucose meter. Customer reported receiving readings of 11.2 mmol/l (202 mg/dl), 11.5 mmol/l (207 mg/dl) and 1.4 mmol/l (25 mg/dl) within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer further reported experiencing a loss of consciousness, a seizure, a "stroke" and chest pain. Paramedics were called and they transported customer to a local healthcare facility, where he was diagnosed with hypoglycemia. Customer noted he could not remember all the treatment he was given, but thought he had received a glucagon/dextrose injection. Customer additionally reported self-treating with lantus insulin, a rapid-acting insulin (novo rapid) and glucagon, which he stated was not a change to his usual medications. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via email), additional information was received. The operative report was requested, however, it is not available. A device history record review is in process. Device not returned.